Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issue was likely caused by a failure of the scope cable. However, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope cable exhibited no image. The reported issue occurred during an esophagogastroduodenoscopy diagnostic procedure. The procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.